Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had grinding noises was louder during rewind. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly noted during testing. No battery or power anomalies noted during testing or in power graph. (B)(4).